Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported over infusion which was not reproduced. The reported symptom was duplicated in that fluid migration occurred, making it appear as if more fluid was being delivered than intended. Evaluation determined the cause to be a failed upper back-check valve on the customer received intravenous set. The infusion pump passed all flow rate testing and was found to operate as designed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion during therapy [drug was potassium chloride (kcl), volume was 50ml, rate was 50ml/hour, dose was 20meq] [care area was the intensive care unit]. About 20 minutes later the 50ml bag was empty, the pump read that 38ml should still remain. The nurses tested the rate by back flowing. The speed was determined to be 200 ml/hour. The pump was removed from service and a new pump was used. There was no patient injury or medical intervention associated with this event. No additional information is available.